Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for a farapulse procedure. It was mentioned that after the insertion of the farawave catheter into the farapulse sheath, after it was aspirated twice, bubbles were noted in the 3-waycock sheath. The sheath was replaced, however the procedure outcome was not reported. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis .an evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. Both the external and internal hemostatic valves were found to be deformed, potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping. Along with the deformation, both the external and internal hemostatic valves had tears affecting their center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress. Additionally, oil was noted on the valves.

Event description:
It was reported that faradrive steerable sheath clear was selected for farapulse. It was mentioned that after the insertion of the farawave catheter in the faradrive sheath. After it was aspirated twice, bubbles were noted in the 3-waycock sheath. Catheter was replaced. Procedure outcome was unknown. No patient complication were reported. The device is expected to be return for analysis.